Event description:
It was reported that the battery of this pacemaker reached elective replacement indicator (eri) status, and a review of battery performance was requested to assure brady therapy until device replacement. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. It was also discussed that the right ventricular automatic capture (rvac) feature was in suspension, although the exact reason was unknown. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker reached elective replacement indicator (eri) status, and a review of battery performance was requested to assure brady therapy until device replacement. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. It was also discussed that the right ventricular automatic capture (rvac) feature was in suspension, although the exact reason was unknown. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
Evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.